Event description:
Central corneal edema was observed 3 days after cataract surgery with implantation of the istent in the patient's right eye. The surgeon reported that the stent appeared to be superficial, but in schlemm's canal. There were no problems during the cataract or stent portion of the surgery. At the 1-day postop visit the patient's visual acuity was 20/25, iop was 17 mmhg, with trace wound edema. At the 3-day postop visit, the patient's visual acuity decreased to count fingers, iop increased to 36 mmhg, with 2+ central corneal edema. At the 6-day postop visit, the patient's visual acuity improved to 20/30, and iop decreased to 12 mmhg (on diamox), with persistent central 1-2+ corneal edema. Additional information has been requested. It should be noted that this patient had pre-existing pseudoexfoliative glaucoma. The etiology of the corneal edema and iop elevation is not known at this time.

Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. Corneal edema and iop elevation are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).